Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) levels ranged from 200-300mg/dl and the customer would change their infusion set site in order to resolve the occlusion and address the bg level. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Recommendation was made to consult with health care provider regarding the occlusion alarms and the insulin type that the customer is currently using.